Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus instrument had a rotation error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was not manually rotated 180 degrees before the reported event. The endoscope's image was inverted, but the endoscope did not move freely with uncontrolled motion inside the patient. The reported event did not involve a reversed control on the system arms.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.